Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine checkup. Upon interrogation, the pulse generator exhibited oversensing far r wave. The device was reprogrammed. The patient would continue to be followed up normally.